Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen and unresponsive buttons. The customer's blood glucose level was 30 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections and glucagon. The customer reported a no delivery alarm as well. The customer was not hospitalized. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened act and down arrow buttons dome switch. Unable to verify excessive no delivery alarm or perform the functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. No blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump had cracked case at the display window corner, cracked battery tube threads and minor scratched display window.